Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had tea colored urine on (B)(6) 2015 and shortness of breath with minimal activity over the next few days. The patient was admitted on (B)(6) 2015 for evaluation of etiology of heart failure. An echocardiogram demonstrated that the left ventricle was dilated to 7.2cm, the aortic valve was newly opening with every heartbeat, and 2+ mitral and tricuspid valve regurgitation was present. A chest CT showed evidence of thrombus in the outflow graft. The patient was demonstrating class IV heart failure. The patient''s lactate dehydrogenase level was continuing to rise. The patient was upgraded on the transplant list. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 2 years and 7 months.the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
Additional information was received from the intermacs registry stating: heart failure symptoms, sob, dry cough, nausea, vomiting, 1 episode tea colored urine. Echo showing av newly opening every beat, CT scan confirming clot in outflow cannula. Heparin started.

Manufacturer narrative:
Device evaluation: the report of deposition in the outflow graft was confirmed during the evaluation of vad-52628. The pump was returned partially disassembled. The inlet stator had been removed from the pump housing and the rotor had been extracted from the blood tube. The percutaneous lead was cut approximately 2 inches from the pump housing and a 9.5 inch section of the severed portion was returned. The sealed inflow conduit was not returned. The sealed outflow graft was returned detached from the outlet elbow, and the entire length of the graft had been sliced open. The outlet elbow had been detached from the pump outlet port. All of the returned components had been exposed to a fixative. The lumen of the sealed outflow graft contained a thin, white, tissue-like deposition, which had been exposed to a fixative. The deposition was strongly adhered to one of the graft convolutions and appeared to be flat against the lumen, not protruding into the flow path. The deposition did not appear large enough to obstruct flow from the pump, but may have contributed to the reported increase in ldh. The cause of deposition could not be determined. Examination of the pump blood-contacting surfaces found small, white deposition inside of the blood tube. The deposition was loosely seated and had been exposed to a fixative. Due to the disassembly of the pump at explant and the lack of contact marks within the blood tube, the evaluation could not conclusively determine if the deposition was present prior to explant. The pump could not be functionally tested due to the removal of the inlet stator from the pump housing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).